Event description:
It was reported that the catheter stuck on the guidewire. The physician was performing a procedure in the lower extremity using a rubicon and an unspecified wire; however, the catheter became stuck on the wire and access was lost. The wire and catheter were removed from the patient and the procedure was completed with a different device. There were no patient complications reported and the patient¿s status is fine.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received at the complaint investigation site (cis) for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).